Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred while customer was delivering basal insulin. Reportedly, the customer had been receiving cartridge alarms for the past 2 weeks across multiple cartridges. Blood glucose levels were elevated at 257 mg/dl, and were addressed by administering a correction bolus using the pump. Customer was informed that the pump needed to be replaced. Customer will use manual injections, and novolog as backup therapy until they receive the replacement pump.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Unable to confirm the reported issue: logs were not retrieved due to usb communications inoperable. Duplication testing revealed that the pump could initiate charging but could not establish communications.